Manufacturer narrative:
This is an investigational device in (B)(4). PMA/510(k)# of similar device: p100022/s001. The ziv6-35-125-6.0-60-ptx-ci stent of lot number c1010202 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and 1 year follow up ultrasound is provided along with the complaint report. Implantation angiography demonstrated a non-calcified focal severe proximal left sfa stenosis. Inflow was unobstructed. Runoff was single vessel via the peroneal artery. The peroneal artery collateralized to the distal left posterior tibial artery just superior the ankle. This is a normal variant. Intervention and post stent implantation angiography was not provided. Ultrasound at one year demonstrated stenosis on duplex doppler with corresponding elevated peak systolic velocities (psv) within the first 2cm of the stent and at the mid stent. Duplex ultrasound also demonstrated a stenosis in the distal stent although pulse wave doppler waveforms were not performed in this location. The 362cm/sec proximal and 309cm/sec mid stent psvs were consistent with stenosis 80% or greater. No external stent compression or stent fracture was suggested by ultrasound. Impression: greater than 80% proximal and mid in-stent stenosis on 1 year follow up is confirmed. The stenoses were consistent with neointimal hyperplasia. Significant findings relative to the patient¿s anatomy were not observed. Significant findings relative to the disease state were observed. Runoff was single vessel limited to the peroneal artery. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The stent developed neointimal hyperplasia. Cause of adverse events was not observed.¿ the customer complaint can be confirmed as the stent developed neointimal hyperplasia. According to the imaging review, a proximal and mid in-stent stenosis, greater than 80%, was confirmed on the 1 year follow up ultrasound. The stenoses were consistent with neointimal hyperplasia. From available information it is known that the patient had pre-existing conditions including; hypertension, stroke and a history of tobacco use restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that as per the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, the failure mode has occurred previously with this lot number. However, based on information to date, there is no evidence to suggest that there are any manufacturing issues with lot number c1010202. According to information provided treatment included the prescription of sarpogrelate hcl tablets and recommendation to exercise the effected leg. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Protocol 13-008, pt. (B)(6), occlusion/restenosis requiring intervention possibly related to product. The lesion morphology revealed no calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.63 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were two patent runoff vessel. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 5.0 mm, a distal rvd of 5.0 mm and 90% diameter stenosis. The lesion length was 40.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon and two inflations of a 5.0 x 40 mm balloon. One 6.0 mm x 60 mm (lot # c1010202, serial # (B)(4)) zilver® ptx® v study stent was placed in the left distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 40 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.94. On (B)(6) 2015 (six days post-procedure), the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016 (170 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.74 and the rutherford classification was two. On (B)(6) 2016 (338 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.84 and the rutherford classification was two. The ultrasound revealed 50-99% stenosis within the stented segment of the study lesion. On this same date, the site reported an occlusion/restenosis requiring intervention possibly related to the study product. Treatment included the prescription of sarpogrelate hcl tablets and recommendation to exercise the effected leg.